Event description:
It was reported that (2) devices were used during a video assisted thoracic surgery. It was reported by the affiliate that although the tsb45 instrument cut the tissue, it did not staple at all. Another stapler was used to complete the case. There was no consequence to the pt. The devices were discarded.